Event description:
It was reported that the image became too dark and blacked out. In addition, the lamp was off. The issue found during a chest procedure. A similar device was used to complete the intended procedure. There was no patient harm or injury reported due to the event. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings: visual inspection found no abnormality in the appearance. Upon testing, the problem was not reproduced. During operation check, there is no abnormality when connecting and operating according to the instruction manual. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being updated to report investigation findings. New information is reported in h6, and h10. Conclusion the root cause of the reported event could not be conclusively identified. Consideration: based on the following information obtained from the investigation, it was not possible to determine whether the indicated event occurred due to a defect in the product. Although the examination was conducted using the facility products clv-s200 and maj-1817, the occurrence of the reported event could not be confirmed/replicated. Information related to this event provided in the instruction manual of the device: for heat compounds, the following is described in the instruction manual of clv-s200. Apply the heat compound sufficiently so that it does not override. If the coating is insufficient, the lighting lamp may over heat and lighting become faulty.